Event description:
It was reported that the device had premature depletion due to high epicardial right ventricular (rv) and atrial lead thresholds that drained the battery rapidly. In addition, the rv lead had a confirmed fracture and had been set to unipolar pacing due to high impedance and non-capture at 5 volts. The rv lead and device were explanted and replaced and the atrial lead was partially explanted and replaced. It was further reported that during the rv replacement lead implant procedure, the physician tried multiple locations to try and achieve an optimal location with adequate thresholds due to scar tissue and adipose tissue. The lead was not implanted and the physician requested a different lead to make sure the issue was not due to a lead malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.